Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the implantation process of a micro-filtration glaucoma device, a very large cyclodialysis cleft was created and that the cleft was so large that device was unable to be implanted in this patient. The surgeon indicated the device was being implanted in the proper location, between the ciliary body band and the scleral spur but that a large cleft formed, immediately followed by a significant amount of intraoperative hyphema. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of large cyclodialysis cleft and significant amount of hyphema; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. While the surgeon indicated the device was being implanted in the correct location in the eye, there is no mention of the surgeon's implant technique or any difficulties with device delivery. There is no evidence of device failure. The creation of an oversized cyclodialysis cleft and intraoperative bleeding are known risks associated with use of the device that are clearly specified in the product labeling. The manufacturer internal reference number is: (B)(4).